Event description:
It was reported that the customer's insulin pump not downloading software. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Unit had multiple alarms in alarm history screen. Alarm due to corrupted history file. Unit was unable to upload using carelink pro due to corrupted history file. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).